Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited reproducible high frequency noise. Both of the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.